Event description:
It was reported that a short circuit was identified on contact 0 of the deep brain stimulation implantable pulse generator (ipg), with impedance measured at less than 57 ohms. The impedance issue was not present on a contact currently in use by the patient. Impedance values for the patient were reviewed, and a magnetic resonance imaging (MRI) was planned for reasons unrelated to the deep brain stimulation system. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID neu_unknown_lead serial# unknown product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.